Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc and ps1 power supplies were evaluated and voltage was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command and upon reboot, failed to boot. No patient serious injury or death was reported related to this event.